Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that refrigerated insulin is being used to fill the cartridge. The user guide instructs the patient to use room temperature insulin when filling the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
It was reported that the patient's blood glucose levels have been elevated (350 to 500mg/dl) with ketones. The patient's father reported that there have been air bubbles in the cartridge. It was reported that refrigerated insulin is being used to fill the cartridge. The user guide instructs the patient to use room temperature insulin when filling the cartridge.